Event description:
It was reported that a balloon pinhole was noted. A 6.0 mm x 40 mm x 50 cm athletis was advanced for dilation. However, despite pressurization up to 40 atmospheres, the stenosis could not be resolved. Consequently, a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the athletis device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure of 40 atmospheres for 30 seconds using deionized water and digital timer, without any leaks or issues noted. A vacuum was then applied. The inflation device was verified at 40 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip of the device. Visual and tactile examination identified no issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon pinhole was noted. A 6.0mm x 40mm x 50cm athletis was advanced for dilation. However, despite pressurization up to 40 atmospheres, the stenosis could not be resolved. Consequently, a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications as a result of this event.